Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Subsequently, it was reported that an unspecified malfunction occurred. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose (bg) was over 500 mg/dl; a manual injection was administered to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.